Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller history showed a pump stoppage and low flows on (B)(6) 2015. The patient had no recollection of alarms or feeling the pump stoppage. The patient was switched from an epc system controller to a pocket controller. The log file from the pocket controller contained more speed drops and pump stoppages. The hospital staff secured a visually suspect area of the percutaneous lead located a few inches from the distal end bend relief. X-rays of the percutaneous lead appeared unremarkable. A distal end percutaneous lead replacement was performed on (B)(6) 2015, but was unsuccessful and alarms continued while the patient was tethered with a grounded cable on a power module. There is a suspected short in the percutaneous lead by the exit site or internal to the patient. The patient was already in possession of an ungrounded cable and 2 additional ungrounded cables were provided to patient. The vad coordinator reported that the patient has not reported any further pump stoppages. The patient is not currently a candidate for a pump exchange due to a large aortic dissection noted on CT scan.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. Device evaluation: the report of low speed/flow alarms and pump stop events was confirmed based on the submitted log files; however, a specific cause for the alarms could not be conclusively determined. The replaced portion of the percutaneous lead measuring approximately 19 inches was returned for evaluation. An electrical continuity test found all wires were to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. Following the repair, the pump stops continued and compromise to the portion of the percutaneous lead at the exit site or internal to the patient is suspected. The patient remains ongoing on vad support using the ungrounded cables. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.